Event description:
It was reported that following a scheduled cardioversion procedure pinkish red areas were noted on the skin on the chest of the pt in the areas where the defib pads had been placed. No follow-up treatment was needed.